Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the device was returned, analyzed and no anomalies were found.

Event description:
It was reported that the lead integrity alert was triggered due to varying impedances. The impedances were normal when testing with analyzer, but were out of range with the device. It was suspected there was a connection issue. The physician decided to remove the device and replace with a new device. All impedances were within normal range with the new device. No patient complications have been reported as a result of this event.